Event description:
During a check, post procedure, the pacing impedance was increased on the right ventricular (rv) lead. A few hours later the measurement came down. No intervention was performed and the patient was stable and will continue to be monitored.